Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported when the technicians are drawing the blood up, the syringes tend to get air and the plunger is extremely flimsy and bends when pulling it back. The seal seems to be fine with them.

Manufacturer narrative:
The device history record (DHR) was reviewed showing syringes were visually inspected and physically tested with no issues recorded relating to this customer report. Samples were received for evaluation. A visual inspection was conducted showing no issues. Restriction testing and leak testing was performed on a statistical sample size of the returned product. The restriction testing and leak testing showed all syringes passed testing. The reported condition could not be confirmed. The root cause could not be determined from the returned samples. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. Complaint trends are evaluated during the monthly corrective and preventative action (CAPA) meetings to determine if a CAPA is warranted. At this time, a CAPA will not be initiated. However, the reported condition will be communicated to the appropriate quality and manufacturing personnel. This complaint will be used for tracking and trending purposes.